Event description:
Updated summary: information received by medtronic indicated that the display of the insulin pump had flashing medtronic logo. No harm requiring medical intervention was reported. The troubleshooting was performed and customer had discontinued to use the device. The insulin pump was returned for the product analysis.

Manufacturer narrative:
Pump immediately alarmed a flashing medtronic logo once installing an aa lithium battery. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Test p-cap and reservoir locked properly into the reservoir compartment. Unsuccessful in downloading pump history files and traces using thump software due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the keypad flex connecting cable, force sensor, lithium backup battery, lcd flex circuit on pcba 1 and pcba 2, and pcba 1 and pcba 2. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Unable to verify customer's complaint for blank display due to flashing medtronic logo. Unable to download was confirmed due to flashing medtronic logo. Moisture damage was confirmed found on the electronic assembly, motor, battery tube, keypad flex connecting cable, and force sensor. Flashing medtronic logo was confirmed due to moisture damage on the lcd flex circuit medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the display of the insulin pump was blank. No harm requiring medical intervention was reported. The troubleshooting was performed and it was found that customer  received a replacement of battery cap but his pump still wont turn on. The customer had discontinued to use the device. The insulin pump will be returned for the product analysis.